Event description:
Event: customer report "possible adverse pt reaction while treating" using titan. Treatment provider did not specify the "adverse reaction." Product problem: coating failure on parts 3001120 / 3001121. Route: transdermal. Dates of use: (B) (6) 2006 - (B) (6) 2008. Diagnosis or reason for use: unk. Event abated after use stopped or dose reduced: no.